Event description:
It was reported to boston scientific corporation in 2008 that during an ercp procedure (patient information unknown) the tip orientation of the hydratome was incorrect when it reached the distal end of the scope. There were no patient complications and the patient was reported to be "ok."

Manufacturer narrative:
Customer complaint stated that the tip orientation was wrong. From the product analysis, it was found that the working length was twisted, kinked near the proximal wide blue band and the distal tip was severely twisted. The twisted distal tip is likely due to the procedural factors encountered during the use of the device and root cause is "operational context" since the device is 100% inspected during manufacturing for twisted lumens. The dfu (directions for use) states the precaution "advance the sphincterotome using short deliberate 2-3 cm movements to prevent kinking in the catheter."